Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced left sided rupture post procedure. Patient had an accident and fell. Patient then went to the emergency room and a magnetic resonance imagery was performed on an unknown date which confirmed left sided rupture as a result, patient underwent removal and replacement with a 500cc mentor memorygel breast implant on (B)(6) 2020.

Manufacturer narrative:
It was discovered on (B)(6) 2020 that "since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture" was errounesly omitted in initial report. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the photo received was completed by the failure analysis lab on 2/26/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally it was reported that the patient fell and experienced a hit in the chest. Upon visual evaluation of the photo provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).